Event description:
It was reported that the asymptomatic patient presented via a merlin@home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were made. The patient condition is stable and did not suffer any adverse events due to this event.